Manufacturer narrative:
On 10/17/2013, a careguard pad and pump that has no pressure was determined to be reportable.

Event description:
It was reported that the careguard pad and pump has no pressure.